Event description:
The customer received a blood glucose reading of 133 mg/dl using his contour meter. He retested using 2 other meters and received readings of 273 and 272 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned.